Manufacturer narrative:
A siemens field service engineer (fse) was at the customer site. The fse inspected the instrument and no system issues were found. The cause for the discordant bnp result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur cp bnp results were obtained on a patient sample upon dilution. Testing was repeated for the patient sample. Patient treatment was not prescribed or altered. There was no report of adverse health consequence due to the discordant bnp results.